Manufacturer narrative:
A review of the lot history record identified no manufacturing nonconformities issued to the reported device that would have contributed to this event. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
¿Date of event¿ is estimated. Investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 1627487-2020-01265. It was reported that patient was diagnosed with infection at the ipg site. As a result, surgical intervention occurred during which the ipg was explanted. During the procedure, the lead was unable to be removed so the tails of the lead were clipped and explanted while the remainder of the lead was left implanted. The patient was prescribed antibiotics and received wound care to address the infection.